Event description:
It was alleged by the user facility that the pendants were heating up. No adverse consequences have been reported.

Manufacturer narrative:
Result: hand pendants. Conclusion: hand pendants were replaced.